Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias . It was reported that after a procedure where this device was implanted, the patient experienced chronic pain, cord/nerve scarring, mesh removal, additional surgery, revision and right femoral nerve injury from laparoscopic hernia repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.